Event description:
The customer's family member reported via phone call that they experienced high blood glucose and visited emergency room. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 152 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer stated that the basal rate and bolus wizard was programmed accurately. No further patient complications were reported. Troubleshooting was successfully performed however the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Information has been provided in section b5 with this report. Retainer ring = clear. Case type = ngp. On (B)(6) 2022, the customer alleged visited the emergency room for high bg. On (B)(6) 2022, (B)(4)., the customer alleged for unexpected vibration and incorrect date. On (B)(6) 2021, (B)(4)., the customer alleged for battery failed alarm. On (B)(6) 2019, (B)(4)., the customer alleged was hospitalized for high bg and dka. On (B)(6) 2018, (B)(4)., the customer alleged was for pump under delivery and hospitalized for high bg.the test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2021 at 09:19:00.000 multiple failed batt/battery failed alarm on 11/29/2021 from 08:20:14.000 until 08:45:44.000 unable to verify unexpected alarms/suspends and bolus deliveries that the customer manually programmed on the event date of 29-nov-2018 due to the pump history starts from 04/16/2021 until 01/13/2023. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No battery failed alarm during testing. Pump programmed with the current time and date and monitored for several days. No unexpected vibration and the time and date is functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. However, found corroded inside the battery tube assembly. The force sensor offset measured within spec range during testing (21.1mv). In summary, pump passed all required testing. However, battery failed alarm found multiple times in the pump history due to corroded battery tube. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for the unexpected vibration, incorrect date and pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.